Event description:
Customer reported that a cracked and shattered touchscreen occurred when the pump was dropped and hit the ground. There was no adverse impact to the customer's blood glucose level. Technical support arranged a pump replacement, and the customer showed interest in obtaining an out-of-warranty loaner pump.